Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing were performed and all results were within specification. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified sensor related error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced symptoms reported as "loss of consciousness, no breathing / no speaking and was unable to self-treat. Emergency services were called to the customer home. Upon arrival, the customer received healthcare professional (hcp) administration of sugar tablets for treatment of hypoglycemia diagnosis. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. In addition, the risk evaluation was calculated to be low. If the product is returned, the case will be re-opened, and a physical investigation will be performed. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified sensor related error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced symptoms reported as "loss of consciousness, no breathing / no speaking and was unable to self-treat. Emergency services were called to the customer home. Upon arrival, the customer received healthcare professional (hcp) administration of sugar tablets for treatment of hypoglycemia diagnosis. There was no report of death or permanent impairment associated with this event.